Manufacturer narrative:
(B)(4). The analysis results found that one pce60a device was returned with the anvil bent upwards and without reload present. The device was tested for functionality only by dry firing. It is possible that the device was clamped over an excess of tissue causing the anvil to be bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Lot # p91598. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the device use resulted in a bad staple line with open staplers (they tried a higher stapler reload). A sales representative was in the or. Unknown how case was completed. There were no adverse consequences for the patient.